Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in tubing), which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. There were open clamps on unused supply lines. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.